Event description:
About three to four yrs ago rptr had two dental implants in the lower right jaw. On june 9, 1997, one of the posts broke leaving part of the post in the crown and part in base. On june 25, 1997 the piece in the base of the implant was drilled out and a new post installed. On december 25, 1997, the other implant became loose. The end result was that on january 3, 1998, the implant came out and had broken off just as the fist one had. As of this date rptr is waiting to hear when the piece will be drilled out and a new post installed. The purpose of the letter is to alert the public that there is danger that the post may break resulting in pain and expense.